Event description:
It was reported that a pt underwent a perineal surgical procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke during use. The broken needle fragment did not fall into the pt. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.